Event description:
It was reported that the patient had undergone a previous percutaneous coronary intervention on an unknown date. An unknown xience v stent was placed in the mid left anterior descending artery. On (B)(6) 2012, in-stent restenosis was observed in the xience v stent implant. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Date of implant estimated